Manufacturer narrative:
Device evaluation visual analysis of the returned device identified: fold creases, extended opening, yellow particles in shell, weight within specification. A microscopic analysis was performed which identified: curved striated openings on anterior and radius side assessed as surgical damage. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side rupture and infection. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number 24337263 was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance.

Event description:
Healthcare professional reported right side rupture and infection. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and infection.

Event description:
Healthcare professional reported right side rupture and infection. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: ethnicity, race, date of event, MFR site, adverse event problem.

Event description:
Healthcare professional reported right side rupture and infection. Device has been explanted.